Event description:
It was reported that an unk disposable device gave an error message of "generator does not recognize handpiece". This was discovered during a review of an older complaint file. Since the device, catalog number, lot number are unk and the resolution to the complaint and pt status cannot be verified, this MDR is being filed.

Manufacturer narrative:
Since the device, catalog number and lot number are not known, a review of the lot history record cannot be performed. End of report.